Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a urological procedure, "after putting on 3 clips, defective device. The system allowing for insert of the clips in the jaws got separated from the shaft." The issue lead to bleeding of prostate and the bleeding was managed quickly by using another device. There were no patient consequences.